Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn: (B)(4)) was performed by a zoll service technician. The reported mid 09 (air trap assembly) issue was confirmed during initial functional testing. To resolve the issue, the contaminated air trap sensor tunnels were cleaned from contamination. The console was functionally tested and passed. There were no parts identified for replacement. No irregularities were observed during review of the event log. The thermogard console is a reusable device and was manufactured on 05 jan 2012 and has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial (B)(4).

Event description:
Prior to patient use, it was reported that after the thermogard xp ivtm console (sn: (B)(4)) was powered on, the console displayed a mid: 09 (air trap assembly) message. According to the reporter, a secondary console was not available for the patient to begin temperature management therapy. To lower the patient's temperature, the reporter indicated packs of ice were placed on patient. The patient remained in critical care. There was no patient consequence reported.